Event description:
The rep reported the device was used during an unk procedure. It was reported the tsw35 stapler would not fire." A new one to complete case". The surgeon is also unk. There was no consequence to the pt. 05/18/1998, rep called with the surgeon's name.

Manufacturer narrative:
H6; bent cartridge lockout tab. No conclusion could be reached based on the analysis results as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. However, the returned cartridge did have a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.